Event description:
It was reported that the plastic bracket on the foot end siderail was broken. No adverse consequences were reported.

Manufacturer narrative:
Bracket. Further investigation by the field technician determined that the bracket holding the microswitch on the underside of the patient foot end left side rail was broken, causing the I-bed awareness not to function.